Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Medwatch form # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through a medwatch form that the patient presented with large middle cerebral artery (mca), stroke and bilateral anterior cerebral artery (aca) infarcts 24 hour after left ventricular assist device (lvad) implant. The patient was not a candidate for tissue plasminogen activator (tpa) due to recent surgery or thrombectomy because the patient was outside the window. At around 2 weeks post cerebrovascular accident (cva), residual neurological deficits included: left gaze deviation, no command following, moving left side spontaneously only, and right ride flaccid. Heparin and aspirin therapies were started 1 week post cva.